Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving prialt via an implanted pump. The pump was currently delivering saline. On 12-aug-2016 it was reported that the patient's pump was replaced on (B)(6) 2016 after which the patient had a csf (cerebrospinal fluid) leak that she thinks must have happened the same day that it was replaced because she had been feeling quite bad since then and was still not feeling well. A revision was done on (B)(6) 2016. At the time of the event, the pump had prialt in it and the patient believed that she got 2 mg/day or 3 point something per day. Per the patient the concentration was 20%. Since the revision for the leak, the patient believed that the pump had saline in it because they had to start over again.

Event description:
Additional information received reported the new catheter broke within a week of implant. The patient stated they hadn't had any falls or trauma or changes in activity. The patient was in bed and had been in bed for 6 months because of this. The patient stated the only reason they knew it broke was because the patient was complaining of headaches. They thought it was a csf (cerebral spinal fluid) leak but a dye study was done which confirmed the catheter had broken and it wasn't a csf (cerebral spinal fluid) leak. As far as the patient knew it was fine right now but the patient wouldn't bet their life on it. The patient further stated when they flushed the pump after the revision it was fine. The patient was still sick, having headaches and problems.

Event description:
Additional information received reported 2-3 weeks after the pump and catheter replacement the patient was not feeling relied and a (B)(6) study was done. The catheter was found to be broke 2-3 inches from the pump. The system was removed and a new catheter was implanted. The patient has since still been having facial numbness and soreness in the neck, shoulders, and arms. The patient reported that because the previous system was delivering prialt into her soft tissues, that it may have "poisoned" her system such that she can no longer get relief from prialt.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.